Event description:
On (B)(6) 2012 the surgeon reported that the patient was seen that day and has vocal cord paralysis. The patient recently underwent a full revision surgery on (B)(6) 2012 and on (B)(6) 2012 was turned back on the previous settings by the neurologist. The device was disabled at the (B)(6) 2012 appointment with the surgeon and the patient was in tears and could not talk during stimulation times. There was painful stimulation in her neck and the patient was crying and bent over during the on-times. The patient was going to return in two weeks for an ent workup regarding her left vocal cord paralysis. (B)(4) attempts for additional information from the physician have been unsuccessful.